Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the helium leak failure was repaired by the customer's biomedical engineer. The biomed replaced the green hard plastic o-ring with the correct getinge part. The getinge fse also reported that as per the customer's biomedical engineer, the iabp device has error codes related to main board 62 and 68 and has been taken out of service. The iabp device is at end of service life and getinge does not provide support for it.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) had a helium leak. No patient harm, serious injury or adverse event was reported.